Manufacturer narrative:
For 1 event, the service actions resolved the issue. For 5 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the issue was due to the damaged pinch tube. The follow up actions for 1 event was that the field service representative verified proper adjustments and functions of bead mixer, probes, and the tip/cup carrier. He ran performance testing which was acceptable. The follow up actions for 1 event was that service performed a system volume check, adjusted photo-multiplier tube high voltage, instrument performance tests and cell blank calibration with no errors. Customer ran calibration and qc without errors. The follow up actions for 1 event was that the field service engineer cleaned all wash stations, checked and adjusted the sipper and sample/reagent probes, checked tubings and seals and tightened the cover where the sample/reagent probe movement was obstructed. Instrument test results were acceptable. The follow up actions for 1 event was that instrument performance testing results were not within specification. The measuring cell was replaced and preventive maintenance was performed. The bead mixer was checked and pinch tubes were replaced. The customer had no more issues. The follow up actions for 1 event was that the pinch tube was damaged and was replaced. After replacing, the customer had no further issues. There were no follow up actions for 2 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 7 malfunction events. Questionable low results were generated by the cobas e 411 disk analyzer. The events involved a total of 7 patients with the following: 1 questionable result for hcg, 1 questionable result for elecsys probnp ii stat, 3 questionable results for elecsys hcg +b, 1 questionable result for elecsys estradiol iii, 1 questionable result for amh elecsys. The patients' ages ranged from 26 years to 36 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 4 females. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.